Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that the customer received a failed battery test. Customer's blood glucose level at the time 100mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. The insulin pump was monitored and no blank display anomalies or failed battery test alarms were noted. No damage on the connector/lcd isolation tape was noted. However, the insulin pump was received with corroded battery tube. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.